Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. It was determined that the power supply ps3 was defective. A replacement was placed on order. No further problems are anticipated once the replacement is made.

Event description:
It was reported that the system 9800's vertical lift would not operate. There was no adverse patient involvement reported. There was no patient information reported.